Event description:
The facility representative reported a colleague infusion pump which experienced failure code 500:320:844:0000. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 21.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all results.

Manufacturer narrative:
The iol was not yet been received for analysis. The device met all specifications prior to market release. There was no report of patient injury received. The manufacturer will continue to monitor and trend all reports received.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 10 months after implant. Reason stated was the improper iol power was implanted.